Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow-up, this pacemaker showed a significant decrease in the remaining longevity, down to 6 years after being implanted for only two months. Device data was submitted to technical services for review. Engineering analysis confirmed the device was functioning normally, but was consuming more power due to high rate atrial sensing. Technical services discussed programming the device to a non-atrial based mode and turning off atrial sensing to conserve the battery. No adverse patient effects were reported. The device remains implanted and in service.